Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed 'air in line' during infusion when there was no air in the line. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Pump's air detector was unable to recognize a water filled cassette when testing. The customer's reported problem was duplicated. The cause was found to be a faulty air detector, and it was replaced to fix the issue.